Event description:
Subsequent to the initially filed report, the following information was received: the 3.50 x 08 mm nc traveler rx balloon dilatation catheter (bdc) was not soaked prior to use. The bdc was advanced to the lesion without resistance; however, the balloon ruptured on the first inflation at 2-3 atmospheres. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Patient codes: 2199 labeled na. Device codes: 1546 labeled 2017 labeled. Internal file number - (B)(4). Corrections: device code 4008 and patient code 2645 were removed. Device code 2017: incorrect prep. Evaluation summary: a visual and functional inspection were performed. The balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the nc traveler instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case the IFU violation did not contribute to the reported balloon rupture. In this case, it is likely that the balloon became compromised or damaged during advancement with the anatomy and/or with other devices used during the procedure, resulting in the reported balloon rupture. The noted scratch at the rupture location also suggests interaction causing damage to the outer surface of the balloon material. There is no indication of a product quality issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The (B)(6) traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an eccentric lesion in the mid left circumflex coronary artery with mild tortuosity. On removal of a 3.50 x 08 mm nc traveler rx balloon dilatation catheter (bdc) from the packaging, the balloon was noted to be ruptured [torn]. The bdc was not used and there was no reported patient involvement. An additional 3.50 x 08 mm nc traveler bdc was used successfully to complete post dilatation of the unspecified stent. There was no reported clinically significant delay in the procedure. No additional information was provided.